Event description:
Pt was on spontaneous mode receiving nebulizer treatment through the ventilator when the high alarm sounded. The ventilator was not delivering any flow to the pt. Pt was emergently manually ventilated until the ventilator was changed out.